Event description:
This is a spontaneous report by a nurse with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date in 2010, the patient experienced peritonitis manifested by cloudy effluent and slight abdominal pain. An unknown course of empiric antibiotic therapy was administered over a 3 week period. The patient continued to have slight abdominal pain but was not hospitalized. On (B)(6) 2010, the nurtrineal was stopped due to the completion of antibiotic therapy, persistence of symptoms, and the nutrineal pd4 viaflex recall. On an unknown date in 2010, the peritonitis resolved. The reporting physician stated that the peritonitis was unlikely related to the nutrineal pd4 viaflex therapy. Upon follow-up with the physician on (B)(6) 2010, it was found on (B)(6) 2010 the patient experienced peritonitis without hospitalization. On an unreported date, the patient was switched to continuous ambulatory peritoneal dialysis (capd) for antibiotic treatment with vancomycin (dose and frequency unknown, ip), ampicillin (dose and frequency unknown, ip), and tobramycin (dose and frequency unknown, ip). After completing three weeks of antibiotic therapy the patient was switched to automated peritoneal dialysis (apd) without nutrineal. From (B)(6) 2010 the patient experienced light abdominal pain, though cloudy effluent resolved within 48 hours. On (B)(6) 2010, the patient recovered from the peritonitis. Nutrineal pd4 viaflex therapy was withdrawn. The reporting physician stated that it was unknown whether the nutrineal caused the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.